Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was 500 mg/dl without signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they resumed pump therapy following replacement, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was alleged there were missing bolus records. Further troubleshooting was not completed. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.